Event description:
Reportable based on device analysis completed on 17aug2023. It was reported that the device could not coil up. A 12mm x 30cm interlock was selected for use in the tortuous splenic artery. During the procedure, the coil was advanced to the outflow tract of the splenic artery aneurysm however, it was noted that it could not coil up. The coil was removed, and the procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure. However, device analysis revealed that the coil was detached.

Manufacturer narrative:
E1: initial reported facility name - (B)(6). Device evaluated by MFR: only the main coil was returned for the analysis. It was observed the main coil was stretched, detached and bent at the coil arm section. Under the microscope it was observed that the main coil was stretched, detached and bent at the coil arm section. The functional inspection could not be performed, because only the main coil was returned for the analysis. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.